Manufacturer narrative:
Reference e-complaint-(B)(4). *investigation x-inspect returned samples. *analysis and findings. Distribution history: the complaint unit/product was manufactured at csi in 2005. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Most are associate with very old units. Product receipt: the complaint unit was returned on a repair. However, based on log 92474, this unit was at csi on 7/23/19. Visual evaluation: visual examination of the complaint unit revealed physical damage to the I/e tubing. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the damage observed on the I/e tube had put the triggers in an in-operable position inside the housing. The damage consisted of a crack and a bent tube. Root cause : the root cause of this issue has been attributed to end user error. Although in use for 14 years wear and tear is not applicable to such damage. This unit was exposed to blunt force to bend steel. *correction and/or corrective action the unit was repaired, tested and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Freeze trigger will not unlock reference repair order # (B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Freeze trigger will not unlock. (B)(4).